Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of hi results. Customer states she feels ill and states she has symptoms of excess urination, thirst and dry mouth. Customer denies the need for medical attention this time. The customer's expected blood results are 200-280mg/dl fasting. Verified the strips expire 06/30/2018. Customer confirms the strips were first opened on (B)(6) 2015 and have been stored properly. Customer performed a blood test 490mg/dl. Reviewed meter memory: (B)(6). Customers concern: with hi. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of hi results. Customer states she feels ill and states she has symptoms of excess urination, thirst and dry mouth. Customer denies the need for medical attention this time. The customer's expected blood results are 200-280mg/dl fasting. Verified the strips expire 06/30/2018. Customer confirms the strips were first opened (B)(6) 2015 and have been stored properly. Customer performed a blood test 490mg/dl. Reviewed meter memory (B)(6). Customers concern: with hi. No adverse event reported.